Manufacturer narrative:
Ligaclip multiple clip applier-based upon the inquiry information received, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. The applier was received with excessive dried body fluids in the cartridge assembly, but otherwise in good physical condition, with no anomalies observed. There was no clip located in the jaws. The instrument was examined and found to be functional. The applier was cycled and properly fed a clip into the jaws, and then fed, and formed the remaining 11 clips within design specification. When the applier was being fired down, the anti-backup was noted to be non-functional due to a stripped pawl. No conclusion could be made on how the pawl had become stripped. Based upon the inquiry information received, the visual examination, and the functional test, no conclusion could be reached as to why the reported instrument "misformed clips and clips double feeding" during surgery. The applier was received with excessive dried body fluids in the cartrdge assembly, but was otherwise in good physical condition, with no anomalies observed. There was no clip located in the jaws. The instrument was examined and was found to be functional. The applier was cycled and properly fed a clip into the jaws, and then fed, and formed the remaining 11 clips within design specification. When the applier was being fired down, the anti-backup was noted to be non-functional due to a stripped pawl. No conclusion could be made on how the pawl had become stripped.

Event description:
It was reported during a colon resection the surgeon experienced misformed clips and clips feeding from two separate clip appliers. A third clip applier was used to complete the case. There was no consequence to the pt.